Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was deactivated due to inappropriate shock therapy. After an unsuccessful attempt to revise the lead, the physician decided to implant a subcutaneous pacemaker on (B)(6) 2016. The device remains implanted. The patient was stable and discharged post procedure.

Event description:
Additional information received indicated that correct associated product for this device was 7121q/65, (B)(4).